Event description:
It was reported that a patient underwent an unknown ear, nose, and throat: ent procedure on an unknown date and absorbable hemostat was used. The product was used to the case of the thyroid gland for the wound closure, but the drain was clogged. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. How was the issue resolved? The issue was found soon after the wound was closed, so reopened and irrigation was performed. 2. If yes, was the new drain placed surgically during a second procedure? Na. The product was used on the entire soft tissue of thyroid gland and amount used was 3 grams. And also, it was used for the purpose of preventing bleeding in a non-bleeding part. The doctor commented that after spraying the product, the doctor washed it, but did not want to wash it too much because it was used to prevent bleeding. After closing the wound, it was noticed immediately that the drain was blocked, so it was reopened and cleaned. The condition of patient is reported to be fine. The following information was requested, but unavailable: 1. What is the lot number? 2. Was a new drain needed to correct the situation? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.